Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.